Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2020-23743. It was reported the patient experienced loss of stimulation. High impledances and a few twisting falls had previously been reported. As a result, the physician explanted the patient¿s entire system.